Manufacturer narrative:
It was reported that the ventilator generated errors indicating patient category mismatch between breathing and monitoring subsystems (software error), disabled valves and a communication error during ventilation. There was no patient harm. No part was returned. The evaluation of the device logs confirms that the reported technical errors occurred once on (B)(6) 2019, the date of event. The event was preceded and followed of several clinical alarms indicating that ventilation had stopped. Ventilation was started 15 hours before the event. The last 3 pre-use checks passed 10 days before the event. The device logs end on the date of event. No further issues have been reported. Prior investigation of similar events have showed that the reported technical error codes most probably is sw related. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated errors indicating patient category mismatch between breathing and monitoring subsystems, disabled valves and a communication error. There was no patient harm. (B)(4).